Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately calcified and moderately tortuous posterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was inflated three times however, it ruptured at 12 atmospheres on the third inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.